Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06554931 that an ar-9831 apollorf i90 aspirating ablator metal face peeled off. This occurred during a shoulder scope on (B)(6) 2024 the apollo was inserted through a percutaneous stab to release the biceps tendon. Upon insertion, it appears the metal face of the apollo peeled up. The apollo was never activated. Another apollo was opened, case finished as usual with no patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9831 serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damaged to the device. Visual inspection found that the ablation pad was peeled up. The most likely cause of the observed failure is misuse by the end user.